Event description:
It was reported that left hip implants were explanted due to infection.

Manufacturer narrative:
Additional devices listed in this report: cat 542-11-46d, trident psl with purefix ha 46mm, lot code 36184501. Cat 2030-6530-1 6.5, cancellousbone screw 30mm, lot code mkpd6x. Cat 2060-0000-1, acetabular dome hole plug, lot code mkr9m8. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a trident liner was reported. The event was not confirmed. Medical records received and evaluation: insufficient information as received for review by a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that left hip implants were explanted due to infection